Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture and use error was received on march 23, 2021 with lot number 1152497. Analysis of the returned device identified: underweight, broken shell and red and green particles in the gel. A visual and microscopic analysis was performed which identified: striated broken on anterior, non-penetrating nicks, stress marks, wear abrasion, fold creases and missing shell. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A striated broken on anterior assessed as surgical damage consistent with the use of some surgical tool."

Event description:
Healthcare professional reported right side rupture. Additionally, device was implanted post-expiration date. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Additionally, device was implanted post-expiration date. The device has been explanted.